Manufacturer narrative:
Concomitant medical products: 694758, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited lead impedance drop-out warning. The physician has decided to monitor the lead and not perform any interventions. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.